Manufacturer narrative:
No pre-existing anomalies were detected by the check of the device history records of the lot number involved. This is the first and only complaint received on this lot number (23ag02m). The instrument was received by limacorporate for analysis. Instrument inspection did not highlight anomalies that could have contributed to the reported issue. The instrument under assessment belongs to the version 02 of glenoid drill peg s, which is intended to reduce the force needed to drill the bone: the helix shape allows a progressive contact with the bone and the release of bone debris. The force needed is therefore reduced, and the design cannot cause excessive grip on the glenoid. The bone fracture reported could have been related to different causes that we cannot determine; patient's bone quality could be a factor. Limacorporate is not aware of any other complaint involving glenoid drill peg s, product code 9013.79.500, version 02. No corrective action needed following this complaint. Limacorporate will keep monitoring the market to promptly detect any further similar event.

Event description:
During surgery on (B)(6) 2024, the glenoid fractured when the surgeon drilled the first central hole with the glenoid drill peg s, product code 9013.79.500, lot 23ag02m. According to complaint source, the surgeon commented that he took extra caution because he knew that the drill was very sharp and aggressive. Even though the extra caution, the glenoid fractured. According to the surgeon, the instrument slit grips the glenoid increasing the risk of fracture. This event occurred in sweden.

Manufacturer narrative:
No pre-existing anomalies were detected by the check of the device history records of the lot number involved. This is the first and only complaint received on this lot number (23ag02m). A final report will be submitted after the investigation.

Event description:
During surgery on (B)(6) 2024, the glenoid fractured when the surgeon drilled the first central hole with the glenoid drill peg s, product code 9013.79.500, lot 23ag02m. This event occurred in sweden.